Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
(B)(4). On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving infumorph (concentration "25") at "6.7" (units, lot number, and dates of therapy not reported) via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were unable to be obtained. On (B)(6) 2015, during a normal pump replacement (no allegation against the pump), it was noted that (with respect to the catheter) no fluid could be aspirated "from the pump"; which was clarified as through the catheter access port (cap). The catheter was also noted to have been a "non-flowing catheter" and aspiration of the catheter was also unsuccessful. No patient symptoms were reported. No additional diagnostic testing or troubleshooting was performed. The catheter was explanted, discarded, and replaced with another company product. As of (B)(6) 2015, the issue was resolved, the patient's status was reported as "alive - no injury," and the hcp had no additional information.